Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, negative results for sars-cov-2 & flu a+b were obtained on one (1) patient test cartridge from a veritor analyzer. However, the user questioned these results as bold lines were visually observed at the flu a, covid, and control marks. This result was reported as positive for covid and flu a. It should be noted the action of visual interpretation of a used test cartridge is considered off-label use of the product. A second specimen was collected from the patient and negative results for sars-cov-2 & flu a+b were again obtained from a veritor analyzer. This result was reported as negative for covid and flu a+b. In addition, a subsequent covid19 pcr test resulted as not detected. There were no health impact or consequences reported. Eua (B)(4).